Manufacturer narrative:
Despite multiple attempts, no additional details about this event were provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The rv lead was discarded and will not be returned for analysis.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead was an attempted implant but could not be used due to an unknown issue. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.